Event description:
The customer reported that an 840 ventilator top display is blank. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight board assembly. The device passed all tests.

Manufacturer narrative:
Covidien reference # (B)(4).